Event description:
It was reported that the crystal of this greenlight fiber cracked at 41,814 joules of use and a forward firing. A new fiber was opened and used to complete the case. The procedure was completed using the second fiber without patient complications.

Event description:
It was reported that the crystal of this greenlight fiber cracked at 41,814 joules of use and that the fiber was forward firing. The procedure was completed using a second fiber without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber did not confirm the reported clinical observation of a cracked crystal. However, inspection during analysis found that the glass cap was rotating independently of the metal cap, indicating a glue failure. The glass cap exhibited moderate devitrification. The metal cap exhibited severe charred debris adhesion, indicative of tissue contact. The identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Testing for forward firing found the rate of forward firing of this fiber to be 2 percent, indicating negligible or no patient risk; this is, therefore, not considered as forward firing capability. Analysis did confirm the reported allegations of a cracked crystal or forward firing but did identify a glue failure.